Event description:
Admitted to hosp 9/20/93 for chemotherapy. Complains of pain upon access to port-a-cath radiating to left shoulder, x-ray ordered on 9/21/93 with distal portion of port-a-cath noted within heart. Sent to hosp, where portion retrieved and pt returned to facility. Discharged 9/22/93.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: component failure. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.